Manufacturer narrative:
Updated d4 lot number updated d9 - device available for evaluation? Updated d9 return date updated e. Initial reporter prefix, first name, middle name, last name, fax number and phone number updated e2 hcp? Updated e3 occupation product event summary: data files were received and analyzed. The pscc100 catheter with lot number 0012284744 was returned and analyzed. An image was received and it showed exposed wires at the proximal portion of the array. Visual and x-ray inspection of the catheter showed the array pebax tube was torn at the proximal arm to dual lumen junction, causing the electrodes wires to be exposed. The nitinol array wire was pulled out of the proximal bond on the proximal end within the dual lumen. The shape of the catheter array was inverted, and the transition between the array and guidewire lumen partially detached from the tip. X-ray imaging confirmed nitinol array wire was intact and properly attached at the tip but dislodged from the dual lumen. The slide control function was very stiff but could be actuated and retracted fully backward. Steering function was normal, with the distal catheter tip responding with approximately 170 degree (°) rotation in both directions.the catheter was not reprogrammed as the catheter condition would not permit performing an ablation using a generator. No other tests could be performed due to the returned condition of the catheter. Further optical inspection showed electrode number one was displaced. Electrical continuity test showed the electrode wires were intact with no detachment or breakage. In conclusion, the reported knotted array and exposed wires were confirmed and the catheter failed return product inspection due to the array pebax tube was torn, the nitinol array wire was pulled out of the proximal bond, the shape of the catheter array was inverted and electrode number one was displaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to position the catheter along the ridge between the left pulmonary veins (pv) and the left atrial appendage. After more manipulation than expected, the catheter was positioned in the desired location. It was also reported that the catheter was unable to be retracted into the sheath. The catheter was readvanced and retraction was attempted two more times without resolution. The catheter and sheath were pulled back into the right atrium and with a forceful pull, the catheter was able to be removed from the patient. The case was completed with pulsed field ablation. It was then noted that the catheter array was knotted and there were exposed wires at the proximal portion of the array. The array was unknotted. No patient complications have been reported as a result of this event.